Manufacturer narrative:
The complaint of hair in the packaging was confirmed, and the cause was determined to be packaging related. One photograph and five 20g insyte autoguard devices from lot 5266389 were provided for investigation. A strand of hair was observed across 3 of the 5 sealed unit packages that were joined together. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that hair crossed several device pouches. There is a hair that goes across five needles inside the package.